Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('efree') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced osteoarthritis ("degenerative disease") and fibromyalgia ("I have fybromyalgia"). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the medical device removal, osteoarthritis and fibromyalgia outcome was unknown. The reporter considered fibromyalgia, medical device removal and osteoarthritis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- degenerative disease, fibromyalgia, hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('efree') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced osteoarthritis ("degenerative disease") and fibromyalgia ("I have fybromyalgia"). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the medical device removal, osteoarthritis and fibromyalgia outcome was unknown. The reporter considered fibromyalgia, medical device removal and osteoarthritis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- degenerative disease, fibromyalgia, hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.